Manufacturer narrative:
(B)(4).

Event description:
It was reported a downloaded session from a (B)(6) transmission revealed multiple episodes of post-paced t-wave oversensing. Turning on the low frequency attenuation filter and programming the sensibility settings were recommended. No further information is available.

Event description:
New information received states the most recent merlin transmission revealed an alert for non-sustained right ventricular oversensing due to post-paced t-wave oversensing. Programming changes were made. The patient condition is fine. The patient will be followed-up in three months.